Event description:
It was reported by customer that two safety needles fell apart when deploying the green safety mechanism over the wire. No patient harm occurred. No further information was received. This report addresses both needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown. Three photographs of an introducer needle were returned for evaluation. An initial visual observation of the photographs showed the safety mechanism of the needle was completely detached. However, no damage could be seen on the sample in the returned photographs, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.